Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie malfunctioned. A technical support specialist confirmed that the customer had removed the medication that was obstructing the cubie lid in order to resolve the issue. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported that when using the pyxis medbank es system, the experienced cubie lid remained closed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.